Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm the reported event of irregular low voltage alarms despite being connected to fully charged external batteries. The submitted log files were reviewed for the dates 29sep2025 ¿ 30sep2025 and power cable disconnect alarms associated with routine power source exchanges were observed. No notable events were captured in the submitted log files, and the controller was able to operate the pump within expected parameters. Provided information indicates the controller was exchanged in response to the alarms. Additional information indicates the cause of the alarm was not identified, this irregular alarm wasn't the first case of the reported alarm on controller (B)(6), no further alarms were noted after the exchange, and no product would be returned for analysis. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained about unexpected low voltage alarms which appeared for a short time. However, the connected batteries were fully charged. The system controller was exchanged. The described alarms could not be seen in the log files. Additional information indicated that the cause of the cause of the alarms was unknown, however as of (B)(6) 2025, after exchanging the system controller the patient did not report any further alarms.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.